Manufacturer narrative:
The device has been received for eval. However, the eval is not complete. A supplemental report will be submitted upon completion of eval.

Event description:
Received info stating customer's pump battery will not charge and not respond even after plugging into a power source. Reportedly, customer has not been using pump and has been off for several months.